Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of the device not recognizing a closed door through "door jammed" messages in the history log, but could not reproduce it. Physical inspection found separation between the front case and the mechanism sub-assembly, resulting in excessive force needed to close the door. The front case assembly was replaced.